Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery and e70 error alarm was confirmed in the history file. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform the a21 error, occlusion, and excessive no delivery test or verify a35, e72, or e75 alarms due to motor error alarm. However, the insulin pump passed the rewind, basic occlusion test, prime test and displacement test. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 77 mg/dl. Customer had symptom of vomiting. Customer's emergency room visit was due low blood glucose. Customer was treated and released. Customer was off of insulin pump at the time of emergency room visit for two hours. Customer reported of giving too much insulin due insulin pump not working. Customer attempted to change settings and was not able to get it back. Alarm history showed four motor error alarms, a motion sensor test failure alarm and a motor position encoder error alarm. Customer declined troubleshooting. Customer was advised that insulin pump would need to be replaced.